Manufacturer narrative:
Unit received with a blank display anomaly due to battery tube power connector not fully connected. Unable to perform functional testing including the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or unable to verify replace battery now alarms due to blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had issues with reduced battery life. The insulin pump was not accepting new batteries. The patient's blood glucose at the time of incident was 10.0 mmol/l. The caller stated that if you knocked on the insulin pump the device would sometimes accept the new battery. The insulin pump was returned for analysis.